Manufacturer narrative:
Date of event is an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2021 due to a broken trochanteric fixation nail advanced (tfna). Patient was originally treated on (B)(6) 2021, for a femur fracture. Patient reported pain, and on (B)(6) 2021, the surgeon confirmed a break in the proximal part of the nail. The surgeon commented that the nail entry point was too medial, and it caused the breakage of the nail. This report is for a 10mm/125 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).